Event description:
N/a.

Manufacturer narrative:
001388lx9 ul pro fused headlight cable was returned for evaluation: device history record (DHR): the DHR was reviewed and showed no abnormalities related to the reported issue. Failure analysis: the returned 001388lx9 cable is in used condition with the rubber end fitting melted due to heat exposure. Light could not pass through the cable when used with a 00mlx light source, indicating internal damage/melting of the lens. This issue may be the result of damage to the 00mlx's heat shield, or exposure to high intensity for long periods of time. Per the IFU, "it is strongly recommended that the light be used at the minimum intensity for good visualization." Conclusion: the reported complaint is confirmed. The returned 001388lx9 cable is in used condition with melting damage due to heat exposure. Excessive heat may have resulted from a damaged heat shield or prolonged exposure to high intensity. No manufacturing, workmanship or material deficiency has been identified.

Event description:
A facility reported that the light cable attachment part of the ul pro fused headlight cable 9ft (001388lx9) had melted after the operation. No surgical delay or adverse consequences to the patient were observed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.